Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus germany (ode). Ode sent the subject device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from the instrument channel, air/water channel and distal end of this device. Therefore, it cleared the (B)(6) guideline. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the microbes were detected from the subject device which was reprocessed using an olympus automated endoscope reprocessor model etd3 plus(not available in the USA). The type and number of microbes are unknown. There was no report of infection associated with this report.